Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. Product, in an as received condition, did not meet specification. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product problem has caused tissue damage in the past and therefore is likely to cause or contribute to serious injury if this event were to recur. There was intervention to retrieve the broken piece. This report is being filed as a product problem with adverse event / intervention to preclude serious injury.

Event description:
Description of the original complaint: "the visao bur broke during surgery". No patient injury was indicated. Relevant events and information obtained for the reported incident: just prior to the incident the surgeon was performing a cochlear implant, running the device at the recommended speed of 80,000 rpm in forward direction. The user facility stated "there was nothing unusual or different for this case." During surgery the bur tip detached from the shaft in the patient's ear. Subsequent to the event, the surgeon stated "he then took another bur and drilled the tip out as it was embedded. It came out easily and the case continued as planned with no trauma to the patient." There was no adverse patient consequences or sequela reported. No additional follow-up care required as a result of this event. Comparison of the fracture point of the returned sample indicates that all portions of the bur in question were received and there were no unretrieved device fragments. The portion that became detached measured 1/8 inch and included the bur tip and part of the shaft. Gouging around the shaft diameter on both sides of the fracture as well as 1/8 inch from the proximal end of the bur indicates excessive pressure was being applied during use. The break point corresponds to the end of the outer tube support area. The condition of the diamond grit on the tip indicates extended use. Visual inspection showed that only 1/2 inch of the 1 1/4 inch fiber cooling sleeve had biological contamination, the remainder of the fiber was clean. Maintaining the cooling sleeve as recommended by the IFU would have left trace residues along the entire sleeve indicating that the IFU (instructions for use) was not adhered to re: excessive pressure, irrigation and preventing heat from friction during use. IFU statements include, but are not limited to: use adequate irrigation from a separate user-provided irrigating source. Excessive pressure applied to bur may cause bur fracture. Should a bur fracture during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient. Unremoved bur fragments may cause tissue damage to the patient. Always inspect the components before and after use for any damage. If damage is observed, do not use damaged part until it is replaced. Damaged parts may deposit metal shavings on surgical site. Employ visualization when using rotating xps accessories. Discontinue powered application in the event of lack of visualization of the surgical site. Indications for the cooling sleeve include: during surgery, prior to initial use, fully wet the cooling sleeve by dipping it into a cup of saline or di water or by using the irrigator, dribble saline or di water along the entire length of the cooling sleeve, maintain the wetting of the cooling sleeve during surgery using the methods described in the previous step.